Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020. Product type lead, product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 02-oct-2014, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 02-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had a scheduled replacement lead in channel 8-15 because of impedances of 34000-40000. The rep tried to use the one lead in 0-7, but was unable to provide the desired stimulation, therefore the physician replaced both leads as well as the planned battery. They tried multiple times of putting the lead in and out of the new battery and also swapped channels. The lead was bad regardless of the attempts made. The issues were resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. Analysis of the lead (B)(4) found that the conductor 4 broke 1.1 cm from the proximal end of the connector crimp sleeve. Lead (B)(4). Analysis of the lead (B)(4) found the lead body conductor was broken/damaged/overstressed while explanting/packaging for return. No significant anomalies were found other than damage from the process of explant/post-explant handling. Conductor 7 is broken 5.1 cm from the distal end of the lead due to overstress/damage. All conductors are broken where the lead is segmented at 18.0 cm from the distal end of the lead due to overstress/damage. Lead (B)(4). Analysis of the implantable neurostimulator (ins) (B)(4) found the stimulator battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.